Event description:
It was reported via repair work order that the reclincer would not support weight due to a loose mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.